Event description:
It was reported that the patient was well controlled and no oral medications were needed. The patient noticed device not working properly. Then the patient experienced a fall and the device stopped working. After the fall, the patient reported a burning sensation that traveled up her spine. She also reported emotional and psychological changes, lack of the therapeutic effect with return of pain symptoms that were the same as before the stimulator was implanted, no stimulation sensation, numbness, and sensory changes. No device troubleshooting was performed as of the date of this report. It was reported that the patient may undergo a revision procedure and/or have the device explanted. No patient outcome was reported. Reference MFR report # 60000153-2008-01787.